Event description:
It was reported that cartridge alarm 20 occurred repeatedly with consecutive cartridges and pump did not have the most up-to-date software. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while technical support arranged shipment of in-warranty replacement pump.